Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited noise reversion. The patient was brought into clinic, the device was reprogrammed successfully.